Event description:
This report is based on information provided by a third party service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the monitor does not communicate with the sim + dongle. The dongle was placed in the back of a pc, personal computer, and was able to communicate. No impact to the patient was alleged at this time.

Manufacturer narrative:
This record was sent as a correction to previous completed submission of MFR report number 3003832357-2025-000341. The event date was 04/08/2025 not 04/24/2025.